Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned [discarded] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting a cephalomedullary nail, the impactor threads fractured off into the nail jig. This caused the need to remove a larger size nail for a smaller size and also caused an hour delay in the procedure time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Product was returned and evaluated. Hardness is within specification. Item is fractured; therefore, the complaint is confirmed. The threaded portion was not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.